Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and a system error 2367 alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) explained the alarm. The home patient (hp) was connected when the patient line was full of air. The tsr advised the hp to start over with new supplies and to notify the nurse about the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The cg returned the call made by product surveillance regarding the reported event. The cg stated he did not know the cause of the alarm. The cg explained that he discarded the sample and did not know the lot number. The cg stated he was not sure if the nurse was notified and was advised to do so in the future if the alarm reoccurs. The cg advised that the home patient was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.